Manufacturer narrative:
Updated data: b5. A second paragraph was added. D. Suspect medical device expiration date, serial #, and UDI # h4. Device mfg date additional codes. The annex f code was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with an annulus perimeter of 78 mm and significant tricuspid calcification, the decision was made to attempt the procedure using a 26 mm valve. Subsequently, severe paravalvular leak (pvl) from the long diameter portion of the valve was noted at 80% deployment. Additionally, the left coronary cusp side of the valve was not able to anchor and the placement position was noted to have raised over time. The valve was recaptured and withdrawn from the patient. A new valve of a larger size was subsequently implanted in the patient. Following the valve implant, mold to moderate pvl was noted and the patient's diastolic blood pressure increased. Additional information was received to report a pre-implant balloon dilation was performed using a 20mm non-medtronic balloon. The starting point for deployment was at the bottom of the pigtail catheter. Following valve implant, the depth was 3mm on the non-coronary cusp and 5mm on the left coronary cusp. However, unclear information was received to report after the valve dislodged, the implant depth was unchanged. Of note, the previous narrative indicated the patient had "mold to moderate pvl"; however, the pvl was mild-moderate - there was no mold associated with this event.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; product ID: d-evolutfx-2329; product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with an annulus perimeter of 78 mm and significant tricuspid calcification, the decision was made to attempt the procedure using a 26 mm valve. Subsequently, severe paravalvular leak (pvl) from the long diameter portion of the valve was noted at 80% deployment. Additionally, the left coronary cusp side of the valve was not able to anchor. The valve placement position was noted to have raised over time. The valve was recaptured and withdrawn from the patient. A new valve of a larger size was subsequently implanted in the patient. Following the valve implant, mold to moderate pvl was noted and the patient's diastolic blood pressure increased.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the depth of implant of the valve gradually increased during the point of no recapture (ponr). The initial implant depth on the ncc was 3 mm, and the initial implant depth on the lcc was 5 mm. The depth of the valve after it dislodged was 0-1 mm on the ncc and 3mm on the lcc.